Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A rotapro burr and a rotawire and wireclip torquer were selected for use. During the procedure, the guide wire wound around the burr, and it could not be used normally. The devices were removed and procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure.

Manufacturer narrative:
E1: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.